Manufacturer narrative:
(B)(4). Literature citation: nakata j, hamada c, nakano t, sato d, suzuki y, suzuki h, et al. A long-term peritoneal dialysis patient developing encapsulating peritoneal sclerosis (eps) after eosinophilic peritonitis. 2011; 44(10):1031-1037. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of peritonitis in a patient subsequent to dianeal pd-2 1.5% and dianeal pd-2 2.5% therapies due to end stage renal failure associated with glomerulonephritis chronic. On an unreported date in 1993, the patient experienced peritonitis. The patient recovered from the episode with conservative treatment (not further specified). Dianeal therapy with pd-2 1.5% continued until (B)(6) 2000 and pd-2 2.5% continued until an unreported date in 2002. According to the author, the patient experienced peritonitis after receiving dianeal pd-2 1.5% and dianeal pd-2 2.5%.